Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage is unknown. One 20 fr peg feeding tube device was returned for investigation. Residue was observed in the gastrostomy tube and the dual port feeding adaptor. Yellowing of the tube and dome were observed during the inspection of the returned sample. A complete separation of the dome material from the peg tube was observed. Pieces of the dome material remained attached to the tube, but sections of the gastrostomy tube are visible where the dome had been attached. A tactual investigation revealed elastic weakness in the section of tube distal to the star bolster. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was weakened or stretched beyond its elastic limits. The complainant indicates the retention dome broke when replacing the feeding tube. The product IFU provides the following guidance to prevent damage to the tube during removal. Warning: do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract. Excessive traction may cause premature removal or premature fatigue and failure of the device. Gastrostomy tubes which have been in place for long periods of time may have an increased potential for dome separation during traction removal. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use

Event description:
Per pmda report, excretion of the component is confirmed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Physician reported that the internal dome was broken off when replacing the catheter. The distal fragment of the dome was left in the patient¿s stomach. The physician tried to remove the fragment using an endoscope, but the patient became close to cardiopulmonary arrest during the procedure. The physician decided to wait for excretion of the fragment. Another catheter was placed for the patient.